Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly. The displacement, basic occlusion, occlusion, priming and excessive no delivery tests were all unable to be performed due to blank display. The motor error alarm was unable to be verified due to blank display. The insulin pump had corroded motor home switch. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose levels and moisture damage. Customer's blood glucose level was 484 mg/dl. Customer treated their high blood glucose via manual injection. Customer advised they experienced issues with the insulin pump and had to use manual injections. Troubleshooting for moisture damage was performed. Customer advised fluid from the reservoir resulted in damage on the insulin pump. Customer advised there was fluid located in the reservoir compartment. Customer advised the moisture damage had gone past both o-rings. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.